Manufacturer narrative:
A review of the device history record (DHR) was performed for this valve; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Without the return of the valve for analysis, a root cause of the regurgitation cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after implant of this bioprosthetic valve, there was regurgitation. The physician suspected the size of the chosen valve was not appropriate for the patient. The device was explanted and replaced during the same procedure with a different sized valve. No other adverse patient effects were reported.